Event description:
It was reported that customer experienced keypad anomaly. It was reported that the down arrow button was not responding. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.